Manufacturer narrative:
The explanted pump was returned for evaluation. Upon disassembly of the pump, examination of the outlet stator revealed a yellow/brown tissue-like deposition situated on two of the stator blades. The deposition was partially obstructing the blood flow path and could have contributed to the reported hemolysis. The deposition had been exposed to a fixative agent, which appeared to have altered the texture, structure, and color of the tissue. The deposition did not present any obvious areas of denaturation. In addition, the deposition did not show any evidence of laminated layering, which suggests that it did not originate in the outlet stator and developed in another location; however, the origin of the deposition could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values, comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to the patient being implanted with the left ventricular assist device on (B)(6) 2015, the patient presented to the hospital in cardiogenic shock necessitating initial peripheral venoarterial extracorporeal membrane oxygenation (ECMO). The patient was subsequently converted to central venoarterial ECMO; however, that was complicated by massive amounts of clots in the left atrium and left ventricle. The patient was taken to the operating room and was placed on cardiopulmonary bypass and underwent evacuation of the clot from the left atrium and left ventricle. Subsequently, the patient was managed on a right ventricular assist device. After the patient's recovery of end organ functions and intact mental status, the patient was taken to the operating room and implanted with a lvad as destination therapy.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 3 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's post-operative period was immediately complicated by high estimated flows, low pulsatility index, and elevated lactate dehydrogenase levels. The patient was subsequently taken to the operating room for a wound washout where transesophageal echocardiography reportedly pointed towards malfunction of the pump; as the pump speeds were increased to 11,000 rpm the left ventricle cavity was not being sucked down. It was reported that prior to the lvad being implanted, a CT scan of the patient's head, chest, abdomen and pelvis was performed, and was negative for any sequelae of thromboembolic disease. On (B)(6) 2015, the patient was returned to the operating room for a pump exchange.